Event description:
It was reported that (1) lcsc5 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep the device failed to coagulate. Opened another device to complete the case. There was no consequence to patient.